Manufacturer narrative:
(B)(4). Date sent: 10/5/2020 d4: batch # unk additional information: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2020. D4: batch # unk. Investigation summary: the analysis results found that a mcs20 package was returned opened. Upon visual inspection, the blister was noted to have evidence of adhesive on the "peel here area." Also, the seal area was examined by visual inspection and was noted to be complete. The seal area was noted without any anomalies. This condition is related to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information received: upon visual inspection of one photo, the following was observed: the photo shows device partially opened and evidence of adhesive on peel here area was noted. Also, the package belongs to product code mcs20, lot # u4099y and exp. Date: 2025-03-31. Based on the photo review, the event described of packaging ease of opening is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis above for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2020. Additional information was requested and the following was obtained: ¿is the mcm20 product code that was provided in the event description still correct (and the lot number u4099y for mcs20 and the mcs20 packaging photo provided are not correct for this complaint)?¿ or ¿is the lot number u4099y and the photo of the mcs20 correct (and the product code mcm20 that was provided in the event description is incorrect)?¿ the product mcs20.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. Additional information: a photo was received for review. Review is in progress. Upon completion of review, a supplemental medwatch will be sent containing the additional information regarding findings from photo review. Attempts are being made to obtain the following information and the device. To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: please confirm which is correct: is the mcm20 product code that was provided in the event description still correct (and the lot number u4099y for mcs20 and the mcs20 packaging photo provided are not correct for this complaint)? Or is the lot number u4099y and the photo of the mcs20 correct (and the product code mcm20 that was provided in the event description is incorrect)? Also, please provide the status of the device as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that during an open stomach procedure, the instrument could not be removed sterilely. The peel-up film was glued up to the edges with adhesive. The adhesive had to be removed with a scalpel between the blister and the peel-up film before the product could be removed from the packaging, so the product was no longer sterile. There was no harm to the patient.